Event description:
The patient was at the hospital to get an ablation done for barrett¿s esophagus. The rfa machine was turned on with no incidents. The 90 rfa was applied to the tip of the scope with no issues. When the doctor inserted the scope with the 90 rfa down in the patient¿s esophagus the doctor tried to ablate the area but there was a failure in the connection of the 90 rfa. Several attempts were tried to find the issue with no success. After the 90 rfa device was taken off the scope another 90 rfa was opened and applied which was successful during the case.